Event description:
Additional info received regarding patient details.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and after replaced back-ordered power conversion assembly, it was discovered that the isolated stand-alone board has shorted. Replaced stand alone board. All testing passed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the standalone pcb was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Standalone pcb passed visual inspection and bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds are functioning as normal and fans are operating correctly. Install into test system c1396.the system booted and readied on each power up cycle. Multiple 2d and 3d acquired without any issues while under test. No fault found. - b01,c19,d14 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #: s1907crn rev. R h3,h6: the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. The power conversion enclosure passed bench testing. Install power conversion into test system c3070. The system failed to fully boot, motion would not ready. Measured 47.00 vdc output from power conversion, should be 96v. Faulty power conversion. - b01,c02,d02 codes are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860r, serial/lot #: xc19280126 rev. G medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system has an x over the radiation symbol on pendant and they are not able to move the system. Patient presence was unknown.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received- imaging system being used during spinal fusion procedure. No impact to the patient outcome and caused less than 1hr surgical delay.